Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® ctad blood collection tube broke during use. No serious injury or medical intervention was reported.

Event description:
It was reported that bd vacutainer ctad blood collection tube broke during use. No serious injury or medical intervention was reported.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to glass breakage as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the retain samples, the customer¿s indicated failure mode for glass breakage with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications.